Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl and it was addressed with a bolus via the pump. A system check with tandem technical support indicated that the pump, cartridge, and infusion set functioned as expected.